Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a fever and an infection at the ipg site and lead site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue.

Manufacturer narrative:
A patient had signs of infection at both ipg and lead site was reported to abbott. It was also determined the patient had fever. The patient was given IV vancomycin to address the issue. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.